Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic with multiple episodes of non- sustained lead noise (nsln). Review of the episodes revealed that the device was having a sensing anomaly on the ventricular channel during af suppression. These events, in addition to the patient experiencing bigeminal couplets also led to diagnostic anomalies. Though programming changes were recommended, they were not applied. The clinic is unaware of any changes to the patients condition. No further information is available at this time.